Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated a different bolus amount than expected to be delivered. During troubleshooting with tandem technical support, it was found that the customer entered in the incorrect correction factor when setting up the pump. Tandem technical support guided the customer through adjusting the correction factor. Customer's blood glucose (bg) level was 240 mg/dl. Reportedly, bg level of 240 mg/dl was due to the customer being on manual injections for insulin therapy.